Event description:
It was reported that the remb micro drill heated up. No further information was available upon follow-up. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
The reported event of the device overheating can be confirmed by means of the failure modes found upon disassembly of the device. Corrosion was found within the device, and the rotor bearings were found to be gritty/worn. During device evaluation, it was also noted that the handpiece produced a bias current error. Corrosion was found on the socket of the motor assembly on this device.

Event description:
It was reported that the remb micro drill heated up. No further information was available upon follow-up. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.